Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the pc app displayed the message "cannot connect to generator". The generator is not responding. Patient had an unrelated procedure, and the surgery mode was disabled. Company manufacturer met with patient and several attempts of troubleshooting was unable to resolve the issue and ipg was unable to be connected. As such, surgical intervention is pending to address the issue at a later date.